Event description:
It was reported that the programmer displayed an error message. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, an error code was found. It was also noted that the fan was noisy. The device passed all functional and systems testing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): analysis confirmed the reported event, an error code was found. It was also noted that the fan was noisy. The device passed all functional and systems testing.